Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a3, a6, b5, section c. Lot #, d4, h4, h6, h8.

Event description:
Additional information reported patient still presents with some areas of lumpiness but improvement is being seen every day.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Event description:
Patient noted additional treatments such as morpheus 8, a hydrafacial, and massaging.

Event description:
Healthcare professional (hcp) reported patient was injected with skinvive¿ by juvéderm®. About 45 minutes after injection, patient experienced pain, "area got darker", a small area turned white, and some redness. Hcp used something with a v to flood area and color came back but patient still has pimple like bumps on both sides. Patient experienced left cheek pain, a deep purple bruise, and right side was noted to be cooler. Treatment is noted as vitrase (1ml of hyaluronidase), moist heat, and 800mg of advil. Additional information reported patient still presents with some areas of lumpiness but improvement is being seen every day.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with skinvive¿ by juvéderm®. About 45 minutes after injection, patient experienced pain, "area got darker", a small area turned white, and some redness. Hcp used something with a v to flood area and color came back but patient still has pimple like bumps on both sides. Patient experienced left cheek pain, a deep purple bruise, and right side was noted to be cooler. Treatment is noted as vitrase (1ml of hyaluronidase), moist heat, and 800mg of advil. Event status is unknown.